Event description:
Customer stated that they have experienced allergic reaction after using the condoms. Their condition includes red spots on the head of the penis. Cracking of foreskin, redness, soreness, bleeding. Customer said that has seen doctors and specialist with no luck.